Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned devices confirm fracture for both devices. The devices also exhibits usage marks (nicks and gouges) due to usage of device. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03137.

Event description:
It was reported that the bearing trial cracked while trialing during an initial total knee procedure. The proper surgical technique was followed and all broken items were retrieve and not left in the joint space. No harm to the patient.